Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to remove med and the drug was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) performed good faith attempts to get the additional information. As there was no response from the customer, tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to remove med and the drug was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.